Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed as all samples met specifications. Retention samples from the incident lots were evaluated. All samples were visually inspected for the presence of edta additive, and all tubes were found to contain edta spray coating on the inner walls of the tube. Following visual inspection, all samples were tested for the amount of the edta additive and all samples were within specification requirements. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the retain samples, the customer¿s indicated failure mode with the incident lot was not observed as all samples met the required specifications. Root cause description: based on the investigation, a root cause could not be determined. The retain product was found to be in conformance and meet release specifications. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes were allowing blood to clot. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: material no. 367844. Batch no. 8187683. It was reported that the blood was clotting. The solution is clearly visible on the walls of the vacutainer. Bd vacutainer purple top being utilized in lab within health clinic. Medical assistant (ma) noted that in a newly accessed batch/lot of these vacutainers that blood was clotting. The solution is clearly visible on the walls of the vacutainer. The ma stated that they followed the correct process. They opened a new lot and had not further issues. Ma disposed of the defective lot, all except one which will return to the manufacturer. Is this a laboratory device or laboratory test? Yes. Other device problem: k2edta reagent in the tube. Is this a recurrent problem with this assay, test kit or instrument? No. Which of the following problems did you observe? Performance described in package insert not met. Which of the following problems did you observe? Opened new lot.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes were allowing blood to clot. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: material no. 367844, batch no. 8187683. It was reported that the blood was clotting. The solution is clearly visible on the walls of the vacutainer. Bd vacutainer purple top being utilized in lab within health clinic. Medical assistant (ma) noted that in a newly accessed batch/lot of these vacutainers that blood was clotting. The solution is clearly visible on the walls of the vacutainer. The ma stated that they followed the correct process. They opened a new lot and had not further issues. Ma disposed of the defective lot, all except one which will return to the manufacturer. Is this a laboratory device or laboratory test? Yes. Other device problem: k2edta reagent in the tube. Is this a recurrent problem with this assay, test kit or instrument? No. Which of the following problems did you observe? Performance described in package insert not met. Which of the following problems did you observe? Opened new lot.